Manufacturer narrative:
A ge service representative performed an on site investigation. All generator circuit boards and connectors were reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system was not working and would not produce fluoroscopy. There is no report of patient injury associated with this event.